Event description:
A report was received that some of the patient's lead contacts were showing high impedances. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.

Event description:
A report was received that some of the patient¿s lead contacts were showing high impedances. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-8216-50 (sn (B)(4)) the complaint was confirmed. Two cables were fractured at the proximal ends right at the retention sleeve, and one additional cable was also fractured about one inch away from the retention sleeve. There are no exposed cables. The electrode ring #16 was indented by a setscrew.